Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 26-jan-2025 at 7:44 pm pst, the user called to report an adverse event. The user stated that after going out to lunch, their infusion set tubing got caught and detached from their body around 12:30 pm. Instead of replacing the infusion set immediately, the user took a nap and finally changed their infusion set at 3:30 pm, using a convatec 23" inset. Upon insertion, the user noticed the needle was bent but assumed the site was functioning correctly. They then drove about an hour to a hospital to visit a family member. However, their blood glucose did not correct, and at 4:30 pm, they removed the infusion set, finding that the cannula was bent. The user replaced their supplies again but continued to experience persistent hyperglycemia. While at the hospital, the user felt unwell and noted that their blood glucose never normalized. Around 8:30 pm, the user went into diabetic ketoacidosis (dka) and was admitted to the emergency room, where their blood glucose was measured at 595 mg/dl. The user reported the immediate health effects of dka, heartburn, and chest pain. They received intravenous fluids and insulin while admitted to the hospital. No long-term health effects were reported at the time. The user was using dexcom g7 continuous glucose monitor (cgm). Subsequent attempts to contact the user for additional post-event information were unsuccessful and no further information is available.